Event description:
Per the clinic, the patient experienced skin irritation and laceration at the magnet site due to the strength of the magnet. Subsequently, the patient was treated with topical antibiotics (date and duration not reported) and stopped wearing the device until it was healing over.